Event description:
The customer reported a falsely elevated sodium (na) result was obtained for a patient on a dimension exl 200 integrated chemistry system. The erroneous result was reported to the physician(s). The physician questioned the result. The result was repeated on the same instrument. The repeat result was lower than the erroneous result. The repeat result was reported as the correct result to the physician(s).

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely elevated sodium (na) result was obtained for a patient on a dimension exl 200 analyzer. Quality controls (qcs) recovered out of ranges on the day of the event. The qc failure was related to the integrated multisensor technology (imt) diluent in port. It was found that the imt diluent was completely empty. The diluent bottle was replaced. The sample was repeated. The repeat result was within normal range. Siemens is investigating the event.